Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint reports: patient in the ICU had this cvc implanted on (B)(6) 2022 at 23:30 hours. The patient tolerated the procedure well and the line was deemed ok to use by provider by confirmation of chest x-ray. On the early morning hours of (B)(6) 2022 at 02:06 the patient was being bathed, when the patient was rotated from back lying to left side lying the nursing staff state they felt resistance pulling at the patient. The cvc was implanted on the right side internal jugular vein so turning from right to left would cause resistance or straining on the line if it had been caught on something. The nursing staff state that the resistance they felt was relieved almost immediately and they assumed that the patient was merely caught on something and continued with their treatment. At the end of the treatment the nurse noted a small amount of blood on the patient pillow and also noted that the cvc brown cap from the distal most lumen was no longer connected, they found the cap attached to an IV line laying on the floor next to the patient bed. The hub was kept and bagged. On (B)(6) 2022 at approximately 13:00 hours the patient safety officer accompanied the pulmonologist that had inserted the line initially along with an ICU nurse and the vascular access coordinator to the patient's room where the cvc was removed. The catheter appears intact except for the distal line having a jagged end that would appear to have sheared off in some way from the distal port.

Event description:
Customer complaint reports: patient in the ICU had this cvc implanted on (B)(6) 2022 at 23:30 hours. The patient tolerated the procedure well and the line was deemed ok to use by provider by confirmation of chest x-ray. On the early morning hours of (B)(6) 2022 at 02:06 the patient was being bathed, when the patient was rotated from back lying to left side lying the nursing staff state they felt resistance pulling at the patient. The cvc was implanted on the right side internal jugular vein so turning from right to left would cause resistance or straining on the line if it had been caught on something. The nursing staff state that the resistance they felt was relieved almost immediately and they assumed that the patient was merely caught on something and continued with their treatment. At the end of the treatment the nurse noted a small amount of blood on the patient pillow and also noted that the cvc brown cap from the distal most lumen was no longer connected, they found the cap attached to an IV line laying on the floor next to the patient bed. The hub was kept and bagged. On (B)(6) 2022 at approximately 13:00 hours the patient safety officer accompanied the pulmonologist that had inserted the line initially along with an ICU nurse and the vascular access coordinator to the patient's room where the cvc was removed. The catheter appears intact except for the distal line having a jagged end that would appear to have sheared off in some way from the distal port.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the distal luer hub separated from its extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length measured 165mm, which is within the specifications of 157-177mm per product drawing. The distal extension line outer diameter measured 0.0865", which is within the specifications of 0.084-0.088" per product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions for use (IFU) which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal extension lines were flushed using a lab inventory 10ml syringe. Both extension lines flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the medial and proximal extension lines were secured onto their respective luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the cvc lines. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.